Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is sticking. Additional malfunctions are heat exchanger leaks, gear clamps leak, and hour meter is noisy.